Event description:
It was reported that an unspecified quantity of novum iq large volume pumps had issues. The devices alarmed air in line; however, the source of the air were unclear. There was also an incident where half a bag of blood was left uninfused despite a continuous rate with no changes. The bag was replaced to resolve the issue. Additionally, it was not possible to add to the volume when fluid remains in the bag; the entire infusion needs to be reprogrammed. Additionally, it is difficult using manual programming as there are too many button presses and programming steps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The devices were not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.